Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. The customer's phone number was not available.

Event description:
The customer reported that the battery was not charging nor does it have the display light working. There was no adverse patient impact reported.